Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Event description:
Litigation papers allege: on or about (B)(6) 2006 and (B)(6) 2008, pt was implanted with left and right pinnacle mom hip implants respectively. She later began to experience pain, weakness, clicking/popping and difficulty with even simple daily activities. Pt's cobalt chromium levels were found to be elevated. There is no mention of revision surgery.

Manufacturer narrative:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint.- litigation papers allege: on or about (B)(6) 2006 and (B)(6) 2008, patient was implanted with left and right pinnacle mom hip implants respectively. She later began to experience pain, weakness, clicking/popping and difficulty with even simple daily activities. Patient's cobalt chromium levels were found to be elevated. There is no mention of revision surgery. Doi: (B)(6) 2006 - dor: unk (left side), doi: (B)(6) 2008 - dor: unk (right side). Update: 10/18/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. The devices associated with this report were not returned. A review of the device history records for the 2084477, 2033049 and 2324899 lot codes did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.